Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
On (B)(6) 2015, the patient underwent a permanent implant procedure. The procedure was completed successfully. Post-op, the patient was unable to receive effective therapy due to receiving stimulation in unintended areas. X-rays were taken and revealed lead migration. In turn, the patient's lead was repositioned the following day. Surgical intervention resolved the patient's issue.